Event description:
At the beginning of the case, the dr depressed the oxygen flush button on the machine and then released the button, however, fresh gas continued to flow into the breathing circuit. The dr immediately depressed the oxygen flush button again, then released it, and noted that the fresh gas flow stopped as intended. The machine was used to complete the case without further incident. No pt injury reported.